Event description:
A customer contacted beckman coulter regarding falsely high acetaminophen )actm) result from a single patient sample that was generated by the synchron lx20 instrument. The customer indicated that an ER patient sample was tested for actm and the result was 75.6 ug/ml. A fresh sample was collected from the patient and tested for actm. The actm result was "less than 10 ug/ml". The customer then retested the patient original sample for actm. The repeated actm result was 3.9 ug/ml. Based on available information, patient treatment was initiated; however, no additional details were provided.